Manufacturer narrative:
Supplemental report to reference related manufacturer report no: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10299, 2015691-2023-10300, 2015691-2023-10301.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. The dates of the events are unknown; however, the article was accepted for publication on (B)(6) 2021. Therefore, the 'submission for publication date' was used as the occurrence date. A report was received by the edwards implant patient registry that this patient expired post-procedure. Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available (i.e., cause of death) the information will be reviewed, and the file updated accordingly. No further follow-up for additional information is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. (B)(6) 2022, doi:10.1177/23337214211073246. Literature reported event, no indication of device return.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: two patients had cardiovascular mortality as a thirty-day outcome. No additional information was provided.